Event description:
It was reported that the lead could not be fully inserted into the header of the pulse generator. The lead was not used and a new lead was implanted. The patient was in stable condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found that the dimension of the connector portion was out of specification.